Manufacturer narrative:
The reported issue that the device failed flow rate and was unable to calibrate could not be confirmed. No product or device logs were returned for investigation. It was reported that the upper and lower pressure sensors had been replaced. However it could not be determined if this is associated with the reported rate/calibration issue. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that the device failed flow rate and was unable to calibrate. It was further noted that the upper and lower pressure sensors were replaced. The device was calibrated, preventative maintenance was performed and passed all tests. Although requested, additional information was not provided.